Event description:
The customer stated that he was hospitalized for low blood glucose. The customer stated that he had high blood glucose levels all day, prior to the event. The customer infused over 80 units of insulin and his blood glucose dropped to 38 mg/dl. The customer changed the infusion set the same day of the event. Troubleshooting was performed. The insulin pump passed the prime and displacement tests. The customer was not comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.